Manufacturer narrative:
(B)(4), d4 and h4: removed, these related to the pt101 airvo 2 device as part of the set-up. Method: the complaint 900pt290e humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph provided by the customer confirmed that the aluminium chamber base was damaged. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likley due to the use of sodium bicarbonate or sodium chloride which are highly corrosive to aluminium and cause degradation of the aluminium plate overtime. Every 900pt290e humidification chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the 900pt290e humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile/ distilled water for inhalation or equivalent."

Event description:
A healthcare facility in france reported, via a fisher & paykel healthcare (f&p) field representative, that the 900pt290e humidification chamber aluminium base was damaged. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the subject 900pt290e humidification chamber. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the 900pt290e humidification chamber aluminium base was damaged. There was no reported patient consequence.